Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regiment of aspirin at the time of index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). No conduction disturbances were noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block and troponin level was noted to be increased post index procedure. The subjects troponin level was high which was due to recent hospitalization for congestive heart failure. On the same day post procedure, electrocardiogram(ECG) revealed, sinus rhythm with pacemaker spikes or artifacts with normal p axis and probable left ventricle hypertrophy and prolonged qt interval. Hospitalization was prolonged. The subject had complaints of mild burning chest pain which was similar to indigestion. One day post index procedure, the subject was expressing paranoid and was very agitated and delusional. At the time of reporting the events were considered recovering.